Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient specific implant prescription was created for patient's right distal femur. As written in the notes section: "cemented stem, extra cortical plate with ha underneat plate, ha collar and bushes. I don't want to revise the tibia!"